Event description:
Instrument (weapon micro ear instrument) broke while surgeon was using it during procedure (r type 3 tympanoplasty with cartilage graft). The end of the instrument snapped off and broke in to two pieces. The piece that broke off was retrieved from the wound. No harm evident, instrument was retained for review. The item is a 16cm long rosen round knife #10-610-25. The smallest diameter at 2mm is what broke off in the pt. The opposite end of this instrument (handle) is 5mm in diameter. FDA safety report ID# (B)(4).